Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Based on the investigation findings, the complaint is confirmed as the delivery pusher is broken, however all parts cannot be confirmed. The distal segment of the pusher cannot be evaluated as it was not returned and the implant remains within the patient. The pusher body-coil appears broken due to excessive force. (B)(4).

Event description:
It was reported from (B)(6) during the treatment of an acom, 4mm aneurysm subarachnoid hemorrhage prior to treatment, coils were deployed to stop the bleeding. The embolization coil was reported to not detach. An attempt was made to withdrawal the coil, however, tension was observed. It appeared the coil/pusher had broken. Blood flow was not optimal. The center did not have a solitare device to position coil intact against the artery wall. The patient was transferred to (B)(6) hospital. A solitaire was deployed on the coil to the ica wall successfully. Additional incident information: patient condition outcome: patient was in a sh before procedure. [(B)(6), 6:00] patient was in a semi-coma during procedure. [(B)(6), 12:00] patient came to, however an infarct was reported.